Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of non-emergent dissection starting at the left subclavian and ended in the common iliac artery. There was no landing zone proximal to the dissection which was the intended placement of the stent graft. It was reported that when the stent graft was implanted, the left subclavian was intentionally covered due to the short landing zone and no bypass to the subclavian was performed or planned. There was a proximal type 1 endoleak noted and left untreated, as it was thought it might seal off once the heparin wore off. At this time medtronic has no further information regarding potential follow-up treatment. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Short landing zone. Device used in a pt with a short landing zone. Evaluation, conclusion: short landing zone.